Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Concomitant medical products: 5071-53 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, while defibrillation testing was in progress, the right ventricular (rv) lead withheld therapy and exhibited undersensing. It was further reported that as the defibrillation testing progressed re-detection was performed and defibrillation therapy was delivered. The lead remains in use. No further patient complications have been reported as a result of this event.